Event description:
It was reported that the ilet user contacted support about beeping from the pump after a recent supply change, and during guided checks the pump displayed ¿insert your infusion set,¿ indicating the supply change had not been fully completed; insulin delivery resumed after the agent walked the user through completing the process. No reported symptoms or change in blood glucose. Outcomes included no clinical impact and therapy continued after completion of the supply change. Investigation included remote troubleshooting and education on proper infusion set and cartridge change steps. Investigation of this case revealed an incomplete supply change with the infusion set not fully inserted or connected, which interrupted insulin delivery until the procedure was completed. It was concluded, based on previously established findings for similar reports, that user handling during the supply change caused the event.